Event description:
Report received of an over-delivery due to user error in programming the pump. The pt was to receive fentanyl. The syringe concentration was 10mcg/ml, and the pump was reportedly programmed with a concentration of 1mcg/ml. The pump program parameters were not reported. It was unk how long the infusion was running before the error was discovered. The pt's respiratory rate was reported to decrease and the pt was placed under observation. It was not known if there were any medical interventions required for the pt. Multiple attempts were made to contact the customer for further info with no response. The pump serial number was not recorded and the pump was not isolated; therefore the pump will not be returned for testing and investigation.